Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial effusion could not be conclusively determined.

Event description:
During a left sided atrial flutter procedure, a pericardial effusion was noted which resulted in a pericardiocentesis being performed. When attempting to ablate on the la roof, the ablation catheter was observed outside the geometry. A few minutes later, hypotension occurred. A pericardial effusion was confirmed with echo and a pericardiocentesis was performed. The procedure was stopped. The patient was stable. The physician alleges that the tactiflex caused the pericardial effusion. There were no performance issues with any abbott device.